Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during follow up check (B)(6) 2017, the rv lead exhibited high thresholds, settings were re-programmed, and the lead remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high threshold. It was reported that during follow up check, the implantable pulse generator (ipg) exhibited premature battery depletion due to high rv lead threshold. Diagnostic testing/troubleshooting performed, high rv lead threshold was unable to be replicated. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.